Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #1226348-2018-00505. Additional patient information has been requested but is unavailable. (B)(4); expiration date unavailable. Manufacture and expiration date have been requested, but are unavailable at this time. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a codman 3000 drug pump (ap03000h/c61724) was explanted from a patient as it was not functioning correctly. The pump was implanted in the patient on (B)(6) 2017. Fudr was being administered through the pump. The expected flow rate was 1.2 and the actual flow rate was 1.32. The patient presented with a splenic abscess and was treated with a failed ir drainage and prolonged IV antibiotics. IV antibiotic regimen consisted of IV linezolid, meropenem, and fluconazole. A splenectomy attempt was made on the patient, but failed. The codman 3000 drug pump was explanted from the patient on (B)(6) 2017 and the patient remained in the hospital. The patient was discharged from the hospital on (B)(6) 2017. The patient is currently stable and in a skilled nursing facility (snf).

Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #1226348-2018-00505. Conclusion: the pump was returned for evaluation. Visual examination showed no anomalies on the metal surface. The septum felt normal with several puncture marks consistent with needle penetration. The pump had an 18.5¿ segment of white catheter with a crack at approximately 4¿ from the distal end. A suture was tied 2¿ from the distal end. Yellow discoloration was visible at 1.5¿ to 5¿ of the distal end. The 29.709 mls of clear fluid with no particulate was emptied from the reservoir. The bolus and 14.4¿ catheter segment attached to the pump could be flushed with no resistance. The 4¿ segment from distal end was initially obstructed but applying pressure with water cleared the obstruction and restored patency. A clear fluid with dark particulates was collected from the 4¿ segment of catheter. No leaks were noted from the septum or catheter when flushing and pressurizing. The reservoir was filled with 30 mls of bacteriostatic water and placed in a 37 degree celsius water bath for flow testing. The pump flowed an average of 1.7062 ml/ day, 94.78% of specified manufactured flow rate of 1.8 mls/day which is between the expected 85.1% and 114.9%. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This follow-up MDR will be the only report submitted for MFR report #1226348-2018-00505. Additional information received on february 07, 2018: model: december 31, 2018